Event description:
A ip2p licox probe stopped reading for about an hour and a half. The message on the licox monitor came up that said "temperature too high." After approximately an hour and a half, the licox started reading again. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident, has not been received for evaluation. An investigation has been initiated based upon the reported info.